Manufacturer narrative:
(B)(6). A product investigation was performed on the returned subject device. A visual inspection under 5x magnification, dimensional inspection of feature(s) related to this complaint, device history record (DHR) review and drawing review were performed as part of the investigation. This complaint is confirmed. Device was received in four (4) pieces at customer quality (cq). The needle component has sheared off of the slider body at its base. The needle's material composition at the fracture surface appears homogeneous when viewed under 5x magnification. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The needle component outside diameter at the location of breakage measured and found to be within specification per relevant needle component drawing. Cq engineering comments on DHR findings: this ncr for undersized major thread diameter is not related to this complaint for depth gage needle breaking since the bending strength of an external thread element would be a function of the size of the minor diameter, not the major diameter since the minor diameter represents the worst case cross section in terms of bending strength. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Most likely due to application of excessive off-axis force on small diameter needle component resulting in the needle component shearing off at its base. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: DHR review for part #319.006, synthes lot #5751794. Release to warehouse date: 11-apr-2008. Expiration date: n/a. Manufactured by synthes (B)(4). Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reported device was supposed to be used in surgery for metacarpal bone fracture on (B)(6) 2017. There was no abnormal condition of a depth gauge after cleaning completion. Then the surgeon put it away in the box. He found that tip of the depth gauge was broken as he opened the box again before the operation. The surgeon completed surgery without using depth gauge with no problems. There was no patient involved. This complaint involves 1 part. This report is 1 of 1 for (B)(4).